Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: medical product: univ 2-hole shl 52mm lnr sz 23 catalog #: 14-103652 lot #: 987570, medical product: epoly 28mm rlc lnr mrom sz23 catalog #: ep-105883 lot #: 166560, medical product: tprlc 133 mp type1 pps so 11.0 catalog #: 51-106110 lot #: 3383479. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a primary left total hip arthroplasty. Subsequently, the patient experienced an infection and underwent an incision and drainage procedure.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a primary left total hip arthroplasty. Subsequently, the patient experienced an infection and underwent an incision and drainage procedure.